Manufacturer narrative:
Reliability analysis inspected 1 random opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications. Also found 1 of 4 sensor cannulas is broken. Broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used. Unable to confirm adhesive anomaly due to sensor returned opened/used.

Event description:
The customer reported via phone call that they experienced change sensor alarm. The customer's blood glucose value was unknown. The customer stated that she had 4 sensors that did not work. The customer stated that she threw away the old ones on the last call. The product was returned for analysis.